Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid superficial femoral artery that was heavily calcified. The armada 18 2.5 mm / 120 mm / 150 cm balloon did not inflate at all. The device was removed and replaced with another armada 18 balloon to complete the procedure. The device was prepped according to the instructions for use with no issue or leak noted during preparation. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) confirmed the reported failure to inflate and identified a leak in the distal end of the hub. A review of the complaint handling database found no similar incidents from this lot. Av conducted root cause analysis and determined the most probable cause is variability in the gluing process during manufacturing. Interim actions have been implemented and this issue will be addressed per internal operating procedures. Av will continue to trend the performance of these devices.